Event description:
The consumer's husband alleges they were going downhill when she went over a bump in the road and the frame bent in the middle. At a later date, the frame allegedly broke on the left side. No injury is alleged.

Manufacturer narrative:
No serious injury alleged. User was going down a hill when she hit a bump and bent the frame. Consumer continued to use the product and eventually broke the left side of the rollator. Past history with similar products indicates that user instability and sudden / improper device loading is the most likely cause of this incident. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as misuse, abuse or lack of maintenance may have caused or contributed to this incident. In this incident, continued use of a product with a known bent frame most likely caused the eventual left side to break. MDR filed based on alleged unconfirmed malfunction.